Manufacturer narrative:
Complaint (B)(4). Received 1rk 454247p/b240633t for evaluation. No customer pictures were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification for all samples. The alleged malfunction is not confirmed. Correction/additional data: h3: samples received; h6:added health effect, component code, changed type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states 3 or 4 instances where high troponin level on patient was reported and the next troponin level was normal. Beckman coulter au 680's are operating appropriately as reproducibility studies and instrument precision checks have been validated. The last sample did have particulate matter visible on further inspection.